Event description:
Healthcare professional reported left side rupture, observed during surgery. Ultrasound and operation was performed. Device has been explanted and replaced.

Manufacturer narrative:
Race: turkish. Explant date : device explanted, no date provided. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, flat creases and underweight. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture